Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s repair of a pre-existing hernia. However, there is no allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the patient¿s hernia event. Patient¿s on pd therapy are at risk for hernia development or worsening of pre-existing hernia due to the increased intra-abdominal pressure from the dialysate during dialysis. Additionally, the patient is morbidly obese which is a significant risk factor for hernia development.

Event description:
A peritoneal dialysis (pd) patient contacted customer support and requested assistance with cancelling the pd treatment. The patient reported they were not feeling well and was going to the emergency room (ER). There were no reported issues with any fresenius products during the call. During follow-up, the pd nurse reported the patient was experiencing abdominal pain and was admitted to the hospital on (B)(6) 2019. Per the nurse, the patient¿s abdominal pain did not develop during a pd treatment. During the hospitalization the patient was found to have an abdominal hernia which was infected. The patient was initiated on levofloxacin 250 mg oral every other day for 2 weeks and vancomycin 2 grams intra-peritoneal (ip) every 5 days for 2 weeks. Reportedly, the patient was continued on pd therapy while hospitalized and the hernia was not repaired. Subsequently, on (B)(6) 2019, the patient was discharged and reportedly continues pd therapy with the same cycler without further reported issues. The patient¿s pd prescription was changed to temporarily discontinue the last fill (with baxter pd solution) for 2 weeks. Additionally, it was reported the patient is scheduled for follow-up with the surgeon. The pd nurse indicated the patient began pd therapy (B)(6) 2018. The hernia was not pre-existing. Per the nurse, the hernia is not associated with any overfill events or any issues with fresenius device or product. The nurse reported the patient is morbidly obese. The nurse reported the patient¿s hernia developed as a result of comorbid obesity and as a complication from pd therapy physiology.